Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two mentor memorygel breast implant prostheses (left: 500 cc, right 400 cc) and experienced left-sided rupture and bilateral breast deformity postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3505001bc, left serial #: (B)(4), right catalog #: 3504001bc, right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.